Event description:
Discordant, falsely low thyroid stimulating hormone (tsh) results were obtained on three patient samples on an immulite 2000 xpi instrument. The samples were repeated on the same instrument and resulted higher. It is unknown if any results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data, and did not find an instrument malfunction. The samples were rerun on the same instrument, and the expected results were produced. The cause of the discordant, falsely low tsh results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Additional information (07/30/2013) : the discordant results were not reported to the physician(s).

Manufacturer narrative:
Additional information (09/09/2013) a siemens field service engineer (fse) was dispatched to the customer site. The fse checked the connection of the spiral cable and connections between dual pipettor circuit board and slave card and observed no malfunction. The fse replaced the sample level sense circuit board and examined the tubes for bubbles before powering up the system. The fse recommended the operator not to pull the tube up on the sample rack. The instrument is performing within specifications. No further evaluation of the device is required.